Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported that the customer had high blood glucose levels. It was reported that the device had a lot of bubbles that would not allow for insulin delivery. It was reported that the customer's blood glucose levels were over 500mg/dl. It was reported that the bubbles were noted in tubing and reservoir. The customer's blood glucose level at the time of incident was 536mg/dl, and the customer treated with manual injection. It was reported that large bubbles were noted in reservoir, and small bubbles in the tubing. Troubleshoot was reported to be conducted. It was reported that the customer would be called back in order to be walked through infusion set change. It was reported that the customer had successful set change, and will be monitoring their levels and calling back if issues persist.